Event description:
It was reported that the patient was having numerous low flow alarms (about 29) with some speed drops to the low speed limit. Gastrointestinal bleed was initially ruled out since hemoglobin level was stable. Patient's mean arterial pressure was 80-90 mmhg. The patient's ldh (lactate dehydrogenase) chronically runs higher (400-500s). Inr (international normalized ratio) was 2.0. A log file review was requested. The log file began capturing low flow events on (B)(6) 2021. These continue to occur intermittently throughout the remainder of the log file. There were no other unusual events recorded in the log file event history. The mcs equipment is operating as intended. The cause of the low flow alarms was identified to be from gastrointestinal bleed. The patient is back to baseline after multiple transfusions. The patient's symptoms were dark tarry stool. The patient had dehydration and chronically elevated ldh. Patient had serial ldh, and plasma free hemoglobin were monitored. The plan of care for the patient is to continue to monitor. Patient off all anticoagulation for 1 month due to severe, frequent gastrointestinal bleeding.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed via evaluation of the submitted log file. The account attributed the cause of the alarms to gastrointestinal (gi) bleeding; however, a direct correlation between the device and the reported bleeding, as well as the report of chronically elevated lactate dehydrogenase (ldh) and dehydration, could not be conclusively established through this evaluation. The submitted log file contained data from 02jan2021 to 08feb2021. This log file contained transient low flow alarms and pulsatility index (pi) events. The file was otherwise unremarkable. The system appeared to operate as intended above the low speed limit. The patient remains ongoing on heartmate ii (hmii) left ventricular assist system (lvas), serial number (B)(4), and no further related events have been reported at this time. The heartmate ii lvas instructions for use (IFU), rev. C is currently available. Section 1 "introduction¿ lists the adverse events that may be associated with use of the heartmate ii left ventricular assist system, including bleeding and hemolysis. Section 1 also provides an explanation of all pump parameters, including pump speed, power, and flow. Section 4 ¿system monitor¿ explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 6 entitled "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and addresses assessing pump flow. Section 6 also cautions that physiological factors that affect the filling of the pump result in reduced pump flows as long as the condition persists. This section also provides information on anticoagulation, including recommended international normalized ratio (inr) values, and lists hypovolemia as a potential late postimplant complication. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook, rev. C is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.